Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7254182.

Event description:
It was reported that during the spinal cord stimulator (scs) permanent procedure, there were fractured trial leads left in the patient. The physician attempted to remove the residual contacts but was unsuccessful. The physician believed that the remaining contacts appear to be somewhere in the muscle or bone. The patient reported no discomfort postoperatively.